Event description:
Healthcare professional later reported "exchange from textured to smooth due to concern with the product" and right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Based on original report, per FDA MDR guidance doc e1996002 issued (B)(6) 1996, no MDR required, as no treatment for capsular contracture has occurred. Explant surgery has occurred, capsular contracture is now reportable. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ one opening on anterior side assessed as surgical damage. ¿ crease fold is observed. ¿ wear abrasion is observed. ¿ white calcification is observed. Additional, changed, and/or corrected data: b5, h3, h6 reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported, "exchange from textured to smooth, due to concern with the product". And right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Of initial medwatch: date should have been 11/30/2022.